Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). 3004753838-2024-218630 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable. B5: describe event or problem - subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. The customer's complaint was undetermined because there were no log data to review. The probable cause could not be determined. No injury or medical intervention was reported.